Manufacturer narrative:
(B)(4). Concomitant medical products - femoral head sterile product do not resterilize 12/14 taper/ pn 00801803205/ ln 62448630, unknown cup, unknown liner. Once the investigation has been completed, a follow up MDR will be submitted. This event was initially reported under MFR# 0001822565-2017-03363.

Event description:
It was reported that a patient is experiencing drop foot, inflammation in the hip, and her whole leg is swollen after a revision. There has been no further revision reported.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: pain/inflammation review of event description: it was reported that a patient underwent total hip procedure on (B)(6) 2013 (the fitmore stem reported in the case at hand was implanted on that date). Subsequently, the patient underwent right hip revisions on (B)(6) 2014 and (B)(6) 2015 respectively. During the second revision, zimmer implants (cup, screw, head, liner) were removed. Stryker cup, screw and liner, and zimmer head were put in. Subsequently, the patient is experiencing drop foot, inflammation, swelling, fall and pain (which is treated in this complaint). This is a split case with zimmer inc., (B)(4). Review of received data: previous x-rays up to (B)(6) 2015 were reviewed in (B)(4) (previous revision surgery). 2 x-rays (ap view right hip and lat view right hip) dated (B)(6) 2015 were reviewed for this complaint regarding the patient's problems since the 2nd revision surgery. Both of the provided radiographs have been acquired about 2 months after the second revision. Both ap and oblique images demonstrate a right total hip arthroplasty in anatomic alignment. The hardware is intact without fracture. Bone surrounding the hardware does not demonstrate any abnormal lucency/demineralization. The acetabular cup and screws also appear normal without abnormal surrounding bone. The native bone is intact and demonstrates no abnormal mineralization, complication, or fracture/dislocation. Medical records were received and reviewed. Patient has history of significant drug and environmental allergies and upon further testing it was found that patient had a potential allergic reaction to implants. Revision surgery notes dated (B)(6) 2015: a 52mm tritanium cup was impacted with excellent inherent stability. Two screws were placed as supplementary fixation. The real 32 lip liner was impacted into place and then the 32+ 10.5 head was impacted into the clean trunnion. The hip was reduced. No complications were noted. After removing previously implanted head,liner and cup, a non zimmer biomet cup was implanted with excellent stability. Then a non zimmer biomet liner was impacted and the zimmer biomet head was impacted into clean trunnion. No complications were noted. Patient call dated (B)(6) 2017: in the hospital when getting up the day after the revision dated (B)(6) 2015 she fell, pulled drainage tube out and paralyzed leg until (B)(6) of that year 2015. Extensive physical therapy. Patient is now experiencing drop foot. Foot is turned inward. Lots of inflammation in hip. Whole leg is swollen. Fell and broke right ankle in (B)(6) of 2015 due to instability and numbness of hip. She has palsy nerve which is causing pain, she has had injections and they are suggesting pain pump or cutting nerve. Neurologist on (B)(6) 2017 is going in to work on lumbar l45 to help get some of the drop foot taken care of. Because she was falling down she snapped her neck and had to have neck fusion with plate. She can now only turn to the left. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as they are still implanted. Review of product documentation: fitmore stem and cocr head were used with a non zimmer biomet shell and liner (belonging to stryker). Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. However, all possible causes that might be leading to the issues reported are listed in dfmea. Conclusion summary: review of device history records for the stem identified no deviations/anomalies in the manufacturing process. Stem was not returned as it still remains implanted. Technical evaluation could not be performed. X-rays dated (B)(6) 2015 revealed no abnormality which could be related to the reported events. During the revision surgery dated (B)(6) 2015, surgeon replaced the zimmer implants (head, liner,cup) with the stryker cup, liner and zimmer head (zimmer inc, (B)(4) design). Fitmore stem was kept in. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. Although it cannot be confirmed that this incompatibility has any definitive relationship to the reported event, the issue is considered off-label use - not allowed combination of products. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).